Event description:
It was reported that the user experienced a low blood glucose event to approximately 40 mg/dl after an accidental meal announcement on the ilet bionic pancreas, which led the system to deliver insulin in the absence of a meal. Symptoms included confusion consistent with hypoglycemia. Outcomes included self-treatment with oral glucose tablets and a rapid return to target range without hospitalization. Investigation included user interview and operational review focused on use error and device performance related to meal announcement workflow. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user error related to an unintended meal announcement, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.